Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level of 450 mg/dl. Customer alleged that the pump was not delivering insulin. Customer went to the emergency room and was subsequently hospitalized. Customer was released from this hospital on (B)(6) 2020 with the issue resolved and no permanent damage. Reportedly, the customer completed a supply change resolving elevated bg and continued to use the pump for insulin therapy.